Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked into the carry bag. The pump was filled with 180ml 5-fu and 12ml g5. The leak was detected when the pump was removed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation inside a blue carry bag with no drug in the bladder. Visual inspection revealed that the blue carry bag was wet, and had dried white drug residue on both the inner and outer surface of the bag. A functional leak test was performed by filling the device with water and monitoring the device until the next day. The next day, no evidence of a leak was observed. The device was found to operate per specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.